Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/04/2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported a failed nav-ring. There was no patient involvement.